Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable estradiol results for one patient sample. The initial result was >4300 pg/ml and was reported outside the laboratory. The sample was repeated with a 1:5 dilution and the result was 129 pg/ml. The sample was repeated undiluted and the result was 23.5 pg/ml. The customer replaced the reagent cassette with the same lot number and repeated the sample. The results were 27 pg/ml and 30 pg/ml. Information was provided that there were data flags present, but no information was provided to determine which result was flagged. The reported result was corrected. There was no adverse event reported. The reagent lot number was 179169. The expiration date was requested, but was not provided. Based on the provided data, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.